Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during changing battery as well as failed battery alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states fill cannula was recorded in daily history. Customer stated they perform a self-test and hardware low level failures alarm occurred. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 1 of the ambient light sensor.